Manufacturer narrative:
Samples received: 1 open and 4 closed pouches. Analysis and results: there are no previous complaints of this batch. (B)(4) units of this product were manufactured and distributed in the market, there are no units in stock. We have received four closed pouches and an open and unused sample. The closed samples received have been opened and they are correct, no particles are found. The open sample received has a sunflower seed outside the pack. Have checked the support cardboard for marks of the sunflower seed and have not found any. However, the second pack (paper foil) and a piece of the aluminum foil (first pack) are missing in the open sample received. Therefore an exhaustive analysis cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill and b.braun surgical requirements. Final conclusion: in spite of receiving a defective sample a suitable analysis cannot be performed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: china it was reported that there were sunflower seeds found in the product package.